Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name tbd; product ID 3708140 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2014; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that rep called while in the or with a patient and reports the surgeon cannot get the lead out of the header block, rep disconnected during the call. Rep called back to state the lead did come out and now it will got go in to the new ins. Rep states one electrode stays out of the header block, but they are able to get full connection on the remaining electrodes. Rep is asking if this is something they can leave. Ts referred back to the physician on this. The rep noted the hcp was able to connect to the best of his ability. There were high impedances, >40,000.

Manufacturer narrative:
Continuation of d10: product ID 3708140 serial# (B)(6) implanted: (B)(6) 2014 product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative via email. Rep stated cause was undetermined. No further actions planned. Issue has been resolved. Information confirmed by the physician.